Manufacturer narrative:
Na.

Event description:
The nurse complained of discrepant inr results for a patient's coaguchek xs meter with serial number (B)(4) compared to a laboratory using the dade innovin method. The patient tested on their meter with a result of 5.0 inr. The result from the laboratory within 7 hours was 3.2 inr. The nurse did not know if any adverse event occurred, however, there was no allegation that an adverse event occurred. If medication adjustments were made, they were made based on the laboratory result and not the patient's meter. The patient is not believed to be on any other blood thinners. The patient does not have anti-phospholipid antibodies. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is greater than 4.5. Values greater than 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.